Event description:
This rv lead was explanted and replaced because after several shocks the patient was not converted to sinus rhythm. The physician implanted a dual coil lead. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.